Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon had extreme difficulty opening the handle of the instrument. The nurse opened an additional device and the same problem presented. The nurse opened a third device from a different lot and there was no further issue. The seals appeared unaffected. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the device was returned with the jaw close. The reported condition of device difficult to open was confirmed. The investigation found that the handle of the device was difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open to release the jaw after grasping on a hard object or thick tissue bundle. The user should not continue to use the device after it was forced open. The investigation identified the root cause of the reported event to be mishandling by the user. The instructions for use (IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.